Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy with left ovarian cystectomy and posterior repair. It was reported that following insertion patient experienced pain, urinary problems, recurrence, dyspareunia, vaginal scarring, erosion, infection, and bleeding. It was reported that another product rib brd400hk was implanted on (B)(6) 2011. It was reported that on (B)(6) 2013 the patient underwent partial mesh removal. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.